Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The patient's spouse reported that the patient's interstim device was removed due to a staph infection. Further info is being requested from the hcp.